Event description:
The tip of the suture needle broke when the surgeon started to close the wound. The tip was recovered by the surgeon and new suture was opened to finish the procedure. FDA safety report ID # (B)(4).